Event description:
Difficulty breathing, sore throat and pain on speaking.it was reported that a 35 year old female received an anesthetic with a size 3 or 4 lma for a breast augmentation procedure on the morining of december 5, 1994. Preoperatively she complained of a slight sore throat. Lidocaine gel was used on the mask for lubrication during insertion. The pt's operative and postoperative courses were uncomplicated, and she was discharged the same day. That evening she developed difficulty swallowing. On postoperative day one she called surgeon and was admitted to the hospital with complaints of difficulty breathing, sore throat and pain on speaking. No examination of the pharynx/larynx was performed. She was empirically treated with steroids and antibiotics and was reported to be feeling better on postoperative day 2.the event was attributed to the use of a chemical cleaning or sterilization agent.